Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported two patients with delayed seroma under the integra idrt, both elderly trauma female patients. Surgeon is suturing the idrt and patients are non-weight bearing for the first week. First case: wound in the ankle, caused by trauma. Idrt was used. On week 3 a collection of fluid under the graft was noticed and gradual graft loss. One (1) of two (2) reports - other mfg report number: 1121308-2018-00025.

Manufacturer narrative:
Integra has completed their internal investigation: the failure is unconfirmed, as there was no product returned for this complaint. Therefore, failure analysis could not be performed. It is difficult to pinpoint the exact root cause of the inflammation. No product lot number was provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. Based on the risk documentation review, the most probable root cause that could lead to a delayed seroma is that the device was implanted into the patient with some type of contamination.